Event description:
Baxter complaint coordinator (cc) reports in response to urgent device correction letter in feb. 2005, the home patient (hp) sent a fax reply in march 2005. The hp claims to they were not previously notified of the instructions to address the potential for overfill until the receipt of this letter. The hp adds that they are currently not using the cycler due to overfill problem which resulted in tear to the diaphragm. The hp patient claims to have been hospitalized in 2005 for one week and is now on hemodialysis due to this failure cc reports the field corrective action file for the action initiated in may 2004 shows the home patient's hospital did receive the urgent device corrective and indicated the home patients were not informed of the communication because all patients had an initial alarm set at 0 if they had no last fill. It is unknown at this time if the hp was on homechoice at the time of the initial customer communication in may 2004. Cc relates that follow up with the hp's physician reveals he does not feel that there is an issue with the homechoice. The physician feels that the hp probably had a congenital tear in their diaphragm, which was unkown when they started on peritoneal dialysis and can occur in 3% of the patients. The hp's physician states that there was no evidence presented to him to convince him that there was any problem with the homechoice or programmed prescription.